Event description:
The caller reported that the customer was hospitalized in a coma, with blood glucose levels greater than 500 mg/dl. The customer stated that she had been calling the customer for two days, and he would not answer. The caller finally went to his home, and found him unconscious on the floor. The insulin pump was connected to the customer, and was alarming low battery and low reservoir. The paramedics felt that the customer may have been unconscious for more than 24 hours, which is why his blood glucose levels were so high. The paramedics didn't think that the customer would be regaining consciousness. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.